Event description:
Reporter noted a large bubble entered the anterior chamber towards the end of the segment removal, and the eye collapsed. Significant air was also noted in the infusion line at this point. A capsular tear was noted, but no vitreous loss, and iol placed within the bag. Cornea was grossly thickened and edematous one day post-op. Prognosis: eye is doing very well; va is 6/9 unaided. Uncertain if air in line caused the problems.